Manufacturer narrative:
(B)(4). Event month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a nephrectomy procedure, cartridge jaw cannot open. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 9/27/2018. Batch number: r5860h. The ec60a device was received for analysis with no apparent damaged and with an ecr60b cartridge reload loaded on the device. The cartridge reload was received partially fired 1/4. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The partially fired is consistent with an incomplete or interrupted cycle. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.